Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received from medtronic indicated that the insulin pump had turned off. Customer stated that after changing multiple batteries, insulin pump did not turn on. Battery cap and battery compartment looked fine. No harm requiring medical intervention was observed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Device was received with failed battery test alarm after battery changed due to corroded battery tube. Replaces the test case and unit functioned properly. No blank display noted during testing. Unable to perform functional testing due to failed battery test alarm. The thumps download was successful. The power management graph confirmed the unloaded voltage and loaded voltage was within specification range. However, multiple low battery alarm found in the insulin pump history file. Moisture damage found on electrical board 1 at power connector (j7) area and on lcd 41 pin flex cable. The p-cap locks properly into place. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.